Event description:
Customer reported that patient was treated by paramedics for low blood glucose. Customer stated that patient received a low reservoir alert during the night and patient decided to add 50 units of insulin to reservoir. Customer re-inserted reservoir into pump without disconnecting at site or rewinding pump causing entire amount of insulin to enter body. Advise customer of proper priming technique. Instructed customer to monitor blood glucose closely.